Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a tego connector. The reporter stated that device disconnected several times during dialysis and caused patient blood loss. There was patient involvement and there was no report of harm.

Manufacturer narrative:
The complaint of disconnection could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for the reported lot numbers were reviewed and no non conformities were found that would have led to the reported complaint. Updated information can be found in d9.